Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 11-mar-2023, UDI#: (B)(4) ; product ID: 977a290, serial/lot #: (B)(4), ubd: 07-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that their device ¿didn¿t work¿ after they fell on a road and that they suspected a lead malfunction had occurred. Interrogation of the patient¿s implantable neurostimulator (ins) on (B)(6) 2020 found ¿it was working properly.¿ impedance testing showed ¿ok¿ results for all electrode pairs involving electrodes 0-9. The issue was considered resolved at that time. It was noted the patient was ¿for other reasons, currently admitted to hospital¿ on (B)(6) 2020 and that it was ¿confirmed that there is an abnormality related to the product¿ at that time. The patient¿s physician was informed of the issue and planned to talk to the patient at their next outpatient visit on (B)(6) 2020. There were no surgical interventions planned or performed. The radiculopathy patient was alive with injury at the time of initial report due to having ¿fell over the road.¿ no further complications were reported or anticipated.

Event description:
Additional information received reported that there were no abnormalities observed with the patient¿s device and that it was ¿all fine.¿ despite this, it was noted that a lead revision was performed because the patient¿s physician ¿wanted to reposition the lead.¿ the patient was reprogrammed and planned to continue follow-up at their next outpatient visit. It was clarified that the patient¿s previous hospital admission was due to a ¿personal issue¿ and was not related to their stimulation system or therapy in any way. There were no further complications reported or anticipated. Additional information was received from the rep. It was reported that the physician and patient wanted the lead revision. It was done to reposition the lead and for more effective stimulation. Wound revision was noted. They just changed the lead location. The level and stimulation site were relocated. It was noted that both leads were revised.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.